Event description:
Thunderbeat open fine jaw used for at least 45 minutes, started to alarm with olympus screen showing "probe failure" with a _ _ _ (number) probe check". Probe hand piece replaced. No issue with new hand piece, used same olympus cord. No patient harm. (B)(4).